Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A minor pe was noted pre-procedure on echocardiography. Venous access was obtained. Intracardiac echocardiogram (ice) imaging was used for imaging peri-procedurally. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). The left atrium (la) was cannulated with the vcc pigtail wire and vcc sheath was removed. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. A tug test was performed as part of the release criteria assessment. Closure device was then implanted. An angiogram was performed, and no contrast was seen leaving the laa. At the end of the procedure, a pe was noted, and a pericardial tap was performed and 300cc of blood was removed. The procedure was concluded. The patient remains hospitalized. In the physician's opinion, it was suspected that an anchor on the wds may have perforated tissue during the tug-test, and there was a prominent transverse sinus that may have contributed to the pe.

Manufacturer narrative:
B5: information added. H6: evaluation conclusion code updated from cmc - no problem detected to known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A minor pe was noted pre-procedure on echocardiography. Venous access was obtained. Intracardiac echocardiogram (ice) imaging was used for imaging peri-procedurally. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). The left atrium (la) was cannulated with the vcc pigtail wire and vcc sheath was removed. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. A tug test was performed as part of the release criteria assessment. Closure device was then implanted. An angiogram was performed, and no contrast was seen leaving the laa. At the end of the procedure, a pe was noted, and a pericardial tap was performed and 300cc of blood was removed. The procedure was concluded. The patient remains hospitalized. In the physician's opinion, it was suspected that an anchor on the wds may have perforated tissue during the tug-test, and there was a prominent transverse sinus that may have contributed to the pe. It was further reported that the patient fully recovered and was discharged.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A minor pe was noted pre-procedure on echocardiography. Venous access was obtained. Intracardiac echocardiogram (ice) imaging was used for imaging peri-procedurally. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). The left atrium (la) was cannulated with the vcc pigtail wire and vcc sheath was removed. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. A tug test was performed as part of the release criteria assessment. Closure device was then implanted. An angiogram was performed, and no contrast was seen leaving the laa. At the end of the procedure, a pe was noted, and a pericardial tap was performed and 300cc of blood was removed. The procedure was concluded. The patient remains hospitalized. In the physician's opinion, it was suspected that an anchor on the wds may have perforated tissue during the tug-test, and there was a prominent transverse sinus that may have contributed to the pe. It was further reported that the patient fully recovered and was discharged. It was further reported that the patient also experienced cardiac tamponade during the pe event.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.